Event description:
The manufacturer received information alleging an equipment failure with a ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an equipment failure with a ventilator. There was no harm or injury reported. The device's oxygen blending module board was replaced to address the issue.